Manufacturer narrative:
(B)(4). Three unspecified guide wires became entrapped in the stent. Timi 3 flow was achieved. An additional failed attempt was made to retrieve the stent with a snare device. The next day on (B)(6) 2018, a second procedure was performed and flow was re-established by implanting a non-abbott stent to embed the xience xpedition stent in healthy tissue. The entangled guide wires were removed from the anatomy and medication was administered. The patient was then scheduled to see the physician in 6 months for assessment. No additional information was provided. Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Medical devices: guide wire: balance middleweight (bmw), whisper, guide cath: al 1 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional xience xpedition device is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat the posterior descending artery that did not have any tortuosity or calcification. The patient presented with an acute myocardial infarction. A 6f guide catheter was advanced along with an unspecified balance middleweight (bmw) and an unspecified whisper guide wire to the right coronary artery. A 4.0 x 18 mm xience xpedition stent was then implanted in the lesion at 18 atmospheres. However, the xience xpedition stent caused thrombosis; therefore, adenosine and intracoronary aggrastat bolus were administered to the patient and a thrombus aspiration device was used. A 4.5 x 25 mm non-abbott stent was implanted to treat the thrombosis and a distal edge dissection occurred. Therefore, another 4.0 x 18 mm xience xpedition stent was advanced to treat the dissection and did not meet any resistance during advancement. However, it was not possible to inflate the balloon completely. It was inflated at 2 to 4 atmospheres, and contrast leakage was noted to be coming from the balloon when the device was inflated outside the anatomy. Additionally, the stent dislodged. Therefore, a 2.0 x 8 mm mini trek balloon dilatation catheter (bdc) and two unspecified guide wires were used in an attempt to recover the stent. However, they only managed to pull the stent to the proximal part of the lesion.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.